Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter a report was received indicating that some plungers exhibited an excessive oily substance. To support the investigation, three samples of 10 ml luer-lok syringes from lot 5121238 were submitted for evaluation by the quality team. Two samples arrived in sealed packaging, while one was received in an unsealed package. Upon visual inspection, all samples showed the presence of silicone on the stopper. However, the silicone did not exhibit stringing or pooling characteristics and was therefore deemed acceptable. Fourier-transform infrared spectroscopy (ftir) analysis confirmed that the observed substance was silicone, consistent with the material used in the manufacturing process. Silicone is an inert, non-toxic medical-grade lubricant commonly used in disposable hypodermic products. It plays a critical role in ensuring proper syringe functionality across various clinical applications. The presence of silicone does not pose a safety or efficacy concern and does not affect product performance. To date, there have been no reported adverse clinical effects associated with the unintentional delivery of silicone fluid lubricant in these products. A review of the device history record for material number 302995, lot 5121238, was conducted. The review confirmed that all visual inspections were performed in accordance with established requirements. No quality notifications were identified related to the reported condition. The lot was inspected and accepted per the inspection control plan, approved for shipment, and found to be in full compliance with product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe 10ml ll s/c 200 had foreign matter. The following information was provided by the initial reporter: material # 302995 batch # 5121238 verbatim: rcc received a complaint via email. Email(s) attached. Complaint number (B)(4). I¿m following up regarding a previously reported concern about sticky plungers in sterile syringes. Unfortunately, this issue has reoccurred and appears to affect multiple syringe sizes, including 10 ml and 50 ml. We¿ve observed that some plungers have an excessive oily substance on them, which compromises their sterility and usability. While most syringes in a box may appear normal, occasionally one will be affected¿this inconsistency is particularly troubling in our practice, where even a single compromised syringe poses a serious risk. We are unsure of the specifics of your quality assurance program, or the type of lubricant used (if any) on the plungers. However, based on our observations, it seems that some syringes may exceed acceptable limits for residual lubricant. We¿ve attached photos of unused 50 ml syringes showing the issue. Reports of similar problems with 10 ml syringes lot # 5121238 have also surfaced recently. This matter is urgent, as it could easily go unnoticed by staff during preparation. We would appreciate your prompt attention and clarification on the steps being taken to address this issue. Thank you for your support.

Manufacturer narrative:
The date received by manufacturer has been used for this field. If a device evaluation and/or device history review is completed, a supplemental report will be filed.